Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately low when testing with control solution. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue began on (B)(6) 2017 at 1am when a control solution test of 71mg/dl was obtained. The patient stated that he manages his diabetes using an insulin pump (self-adjusts the dose) and denied making any changes to his usual diabetes management routine in response to the reported issue. The patient claimed experiencing symptoms of ¿seizure¿ after the alleged issue began, and stated that the paramedics were called at 1:30am on (B)(6). The patient¿s blood glucose was measured using the paramedics device at 1:45am with a result of 34mg/dl and the patient reportedly received hcp treatment of a glucagon injection in response to the reported event. At the time of troubleshooting, the csr confirmed that the meter was set with the correct unit of measure, however identified that the wrong control solution (accu-chek) was being used. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and received hcp treatment for an acute blood glucose excursion after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.